Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) channels of the device. The ra lead and rv lead were explanted and replaced. The device was connected to the new leads, however the noise continued. The device was explanted and replaced to resolve the event. The alleged cause of the event was unspecified device damage. The patient was stable. The explanted rv lead was not an abbott product.

Manufacturer narrative:
The reported event of break could not be confirmed. The reported event of oversensing anomaly was confirmed upon review of the device data. However, the oversensing was determined to have been caused by noise due to external (non-device) related factors. The device behaved as expected and according to its programmed settings. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.